Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said today that the device gave her a charlie horse on her bum. Patient also said a couple days ago her device shocked her. She said, she checked it and the stimulation was on and doing what it was supposed to. Patient said she hadn't adjusted the stimulation or changed the settings or programs. She said it was acting weird lately. No further complications were reported.